Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer's blood glucose level was 212 (mg/dl). The customer stated a manual injection would be delivered. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.